Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding"), blindness ("loss of vision") and epicondylitis ("right acute epicondylitis") in a (B)(6) year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain"), fatigue ("crushing fatigue"), amnesia ("memory loss"), disturbance in attention ("loss of concentration"), dizziness ("dizziness") and anaemia ("anemia"). On an unknown date, the patient experienced epicondylitis (seriousness criterion medically significant) and myositis ("muscle inflammation"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, blindness, epicondylitis, musculoskeletal pain, fatigue, amnesia, disturbance in attention, dizziness, anaemia and myositis outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, blindness, disturbance in attention, dizziness, epicondylitis, fatigue, genital haemorrhage, musculoskeletal pain and myositis with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 25-feb-2019. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding"), blindness ("loss of vision") and epicondylitis ("right acute epicondylitis") in a 47-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (b)() 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain"), fatigue ("crushing fatigue"), amnesia ("memory loss"), disturbance in attention ("loss of concentration"), dizziness ("dizziness") and anaemia ("anemia"). On an unknown date, the patient experienced epicondylitis (seriousness criterion medically significant) and myositis ("muscle inflammation"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, blindness, epicondylitis, musculoskeletal pain, fatigue, amnesia, disturbance in attention, dizziness, anaemia and myositis outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, blindness, disturbance in attention, dizziness, epicondylitis, fatigue, genital haemorrhage, musculoskeletal pain and myositis with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2019: this case was identified as duplicated of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.